Manufacturer narrative:
The lens was returned with solution and torn/cut into pieces. A lens bench evaluation could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the complaint of "exchanged due to anisometropia causing blurry vision distance and near". A lens bench evaluation could not be conducted due to the damaged returned condition of the lens. The serrated edges of the tear/cut would suggest an instrument was used to cut the iol in two pieces for removal from the eye. The file indicated that the lens was replaced with same model of one diopter different power. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
An operating room supervisor reported an intraocular lens (iol) that was exchanged due to anisometropia causing blurry vision at distance and near. The lens was replaced with same model of one diopter different power. Additional information was requested.